Manufacturer narrative:
Philips service planned the replacement of the imaging module. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that imaging module fault, knob issue, and shock sensor activation occurred on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.